Manufacturer narrative:
Image review: two static images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. It is not possible to provide feedback with the images provided. But according to the event description, it looks like the heart team handled the case appropriately avoiding the valve housing with the previous pre dilatation and solving the gradient with the post dilatation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, the device was inspected prior to use and a pre-implant balloon aortic valvuloplasty (bav) was performed due to sizing and coronary compression testing. Right pulmonary artery wire position was used during deployment. Under-expansion of the valve was seen immediately after release from the coil. Crown struts 5 and 6 (primarily 6) were infolded at the right lateral and posterior aspect of the device. This caused a gradient of 8mmhg. No paravalvular leak (pvl) was present. The valve was not recaptured. A post-implant bav was performed using a 26mm tyshak balloon. A 25mm balloon was advised to be used, but was not available. One inflation was performed on the valve housing/tissue, with an inflation time of 5 seconds and inflation pressure of 1.5-2 atm. An indeflator device was used. The gradient improved to 6mmhg following ballooning, and a visible shape change was also noted on post-ballooning images. Per the physician, the shape of the patient¿s right ventricular outflow tract contributed to the event. A procedural delay of approximately 20 minutes occurred. No adverse patient effects were reported.